Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection remains unknown.

Event description:
During a ventricular tachycardia ablation procedure, a dissection occurred. The ablation catheter was advanced through an 8f sheath in the right femoral artery for retrograde access to the left ventricle. Upon introduction, resistance was noted and the catheter could not be maneuvered over the aortic arch. This was performed with the assistance of fluoroscopy and intracardiac echo. Once resistance was felt, an aortogram was performed to assess the source of resistance which revealed an aortic dissection. A transesophageal echocardiogram was performed to assess the severity of the dissection. Dissection protocol was started, the cv surgeon was notified and a stat cta was ordered. The patient¿s last known status was stable and intubated. There were no performance issues with any abbott devices during the procedure.